Event description:
It was reported that the patient had experienced ineffective stimulation from their pns system. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 7439400.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
E1 correction: the reporter's information was updated.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted and replaced to address the issue. Therapy was restored post procedure.